Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed that the symptoms started prior to the alleged meter issue, she did not test with the reported product just prior to or at the onset of symptoms, nor did she make any changes to her diabetes management in response to a reading obtained with the subject meter. There is no evidence of delay in treatment as a result of the alleged issue, however this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Description box was incorrectly populated on the original submission. The narrative should read: "on (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient reported that the alleged issue started on (B)(6) 2015 at approximately 12:40pm when the she obtained a reading of 113mg/dl using the subject device compared to a result of 77mg/dl obtained using a onetouch ultramini meter, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. When the csr followed up with the patient, she stated that she does not have diabetes, therefore she does not take any diabetes medications. The patient reported developing symptoms of dizzy, sweaty and anxious approximately 3 minutes prior to the alleged issue, and reportedly self-treated by consuming glucose tablets in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and an approved sample site was being used. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed that the symptoms started prior to the alleged meter issue, she did not test with the reported product just prior to or at the onset of symptoms, nor did she make any changes to her diabetes management in response to a reading obtained with the subject meter. There is no evidence of delay in treatment as a result of the alleged issue, however this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting."